Event description:
It was reported that the patient was concerned his "pacer" was picking up interference from his implantable neurostimulator (ins). The patient had never received good therapeutic effect with the ins. The patient was going to meet with his physician on the day of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v796194 implanted: (B)(6) 2011, explanted: product typ lead; product ID 3037 serial# (B)(4) product typ programmer. (B)(4).

Event description:
Additional information received reported the patient's cardiac device was manufactured by a different manufacturer. It was also noted that the patient experienced therapeutic benefit but it was not where he wanted it. The patient was in the process of determining the best program for maximum relief. The patient's volume of urinary incontinence was much less but he still experienced incontinence. The patient experienced about 50% symptom relief.